Event description:
Temperature sensing foley leaking. Balloon deflated and reinflated and catheter inserted further, and balloon reinflated again. Leaking still occurring post reinserting of catheter. Inaccurate output measurements on critically ill patient.